Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this dual chamber pacemaker was exhibiting setscrew connection issues in which the right ventricular (rv) lead was exhibiting increased thresholds and low out of range pace impedance measurements which triggered a lead safety switch. Technical services was consulted and recommended troubleshooting and programming changes. Upon device interrogation, a battery analysis was performed where it was found the patient was high rate atrial sensing, causing an increase in battery consumption from 52uw to 124uw. In addition, the device had two stored signal artifact monitor (sam) episodes, the first sam switched the sensor vector and the second disabled the minute ventilation (mv) device feature. As a result of the sam episodes, the device was reprogrammed and the atrial sensing turned off. Additional intervention was taken for the setscrew connection issue. Upon intervention, it was found the rv lead had been dislodged. After the revision, loss of capture (loc), high thresholds, and low out-of-range pacing impedances were overserved on the newly implanted rv lead. The longevity of the device was lower than expected, and data from the device was analyzed again. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Subsequently, a revision procedure was performed, and the device and new rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the additional intervention taken to explant the device. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Each setscrew was verified to operate normally. Electrical testing and analysis were then conducted. During device diagnostics, higher than normal current drains and noisy automatic lead impedance measurements in the atrial chamber were noted. Detailed analysis isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. No issues with the device setscrews were identified.

Event description:
It was reported that this dual chamber pacemaker was exhibiting setscrew connection issues in which the right ventricular (rv) lead was exhibiting increased thresholds and low out of range pace impedance measurements which triggered a lead safety switch. Technical services was consulted and recommended troubleshooting and programming changes. Upon device interrogation, a battery analysis was performed where it was found the patient was high rate atrial sensing, causing an increase in battery consumption from 52uw to 124uw. In addition, the device had two stored signal artifact monitor (sam) episodes, the first sam switched the sensor vector and the second disabled the minute ventilation (mv) device feature. As a result of the sam episodes, the device was reprogrammed and the atrial sensing turned off. Additional intervention was taken for the setscrew connection issue. Upon intervention, it was found the rv lead had been dislodged. After the revision, loss of capture (loc), high thresholds, and low out-of-range pacing impedances were overserved on the newly implanted rv lead. The longevity of the device was lower than expected, and data from the device was analyzed again. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Subsequently, a revision procedure was performed, and the device and new rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. Code 3191 was used to capture the additional intervention taken to explant the device the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Each setscrew was verified to operate normally. Electrical testing and analysis were then conducted. During device diagnostics, higher than normal current drains and noisy automatic lead impedance measurements in the atrial chamber were noted. Detailed analysis isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. No issues with the device setscrews were identified.

Event description:
It was reported that this dual chamber pacemaker was exhibiting setscrew connection issues in which the right ventricular (rv) lead was exhibiting increased thresholds and decreased impedance measurements, both still within normal measurements. Technical services was consulted and recommended troubleshooting and programming changes. Upon device interrogation, a battery analysis was performed where it was found the patient was high rate atrial sensing, causing an increase in battery consumption from 52uw to 124uw. In addition, the device had two stored signal artifact monitor (sam) episodes, the first sam switched the sensor vector and the second disabled the minute ventilation (mv) device feature. As a result of the sam episodes, the device was reprogrammed and the atrial sensing turned off. Additional intervention was taken for the setscrew connection issue. Upon intervention, it was found the rv lead had been dislodged. The device remains in service at this time. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. Additional information was received that this device was explanted due to the initial observations reported above in addition to low out of range right ventricular (rv) pace impedance measurements, failure to capture and high rv thresholds. The device was successfully explanted and replaced. No additional adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Each setscrew was verified to operate normally.electrical testing and analysis were then conducted. During device diagnostics, higher than normal current drains and noisy automatic lead impedance measurements in the atrial chamber were noted. Detailed analysis isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. No issues with the device setscrews were identified.